Event description:
Pt wore the pod overnight from 11:05 pm to 10:09 am. During the night, she stated her dexcom also "failed". Pt went to the ER; she was vomiting and had bgs as high as 458 mg/dl. The pod was not returned for eval.

Manufacturer narrative:
The pod has not been returned for eval. We are unable to confirm if any product malfunction or defect occurred that may have caused or contributed to the pt's condition. The omnipod's user guide warns, "if you experience unexpected elevated blood glucose levels, change your pod." The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using sterile syringe. If bgs remain high afer a total of 4 hours then replace the pod and contact an hcp for guidance. Lot qualification records were reviewed and determined to have passed all acceptance criteria.